Event description:
Caller reported a malfunction on the pump, identified as malf 9, but no notable events occurred prior. Blood glucose level of the customer did not exceed 500 mg/dl, remaining within a normal range. Cts provided pump reset information and assisted with resetting, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to report any future malfunctions, which was acknowledged and understood.